Manufacturer narrative:
H10: updated h6 (impact code). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. The insertion device, anchor and suture material were returned with debris on them. The anchor is fractured at the suture window and held together by the sutures. The insertion device is deformed on the distal end. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements and storage requirements specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the twinfix ultra had an unspecified failure. It is unknown if there was a delay or if a backup device was available. No further complications were reported. Preliminary results of investigation it was found that the returned device was not in its original packaging. The insertion device, anchor and suture material were returned with debris on them. The anchor is fractured at the suture window and held together by the sutures. The insertion device is deformed on the distal end. The annex a code was updated to break.

Manufacturer narrative:
Internal complaint reference: (B)(4).